Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The suggest that the pt sustained a serious injury. The pt will continue to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor sn (B)(4): 11/01/2013 - reuse; electrode belt sn (B)(4): 05/01/2014 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/chrd_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation. Supra-ventricular tachycardia rate over treatment threshold contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt continues to wear the lifevest. There is no add'l info about this event.